Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a damaged air detector and alarmed air in line. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the reported complaint was confirmed by visual inspection and functional testing. Review of the event history log showed high alarm displayed: air in-line detected. The cause was the damaged air detector. During the investigation additional issues were noted: the downstream occlusion (dso) seal was detached. The air detector and dso seal were both replaced. The pump passed all functional testing after the repairs. Service history identified the complaint was not related to a previous service of the device within the review period.